Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on valve and opening on anterior. Leak test and microscopic analysis was performed which identified: crack opening, crease smooth opening. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve and an opening crease smooth on anterior due to fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.